Manufacturer narrative:
An event of degeneration of the valve and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date a trifecta stented tissue valve was implanted. On (B)(6) 2021, the patient presented with early degeneration of their aortic valve prosthesis. The valve was explanted and replaced to resolve the event. The patient is stable. No additional information was provided.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.